Event description:
Catheter's rupture near the subclavian vein with detachment of the vascular portion and migration of the broken piece into the right ventriculum. They have removed the broken portion into the haemodynamic dpt.